Event description:
It was reported that foreign material was found in twenty-eight (28) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred between october 26, 2021 - december 6, 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: twenty-eight (28) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification which observed a particulate matter in 1 sample. The reported condition was verified in 1 sample only; however, not verified in the remaining 27 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.